Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error. Audible sound from the speaker was unable to be confirmed at the moment. Patient involvement is unknown.